Manufacturer narrative:
Date rec'd by MFR: 24mar2019. This event was resolved via telephone with the customer and the manufacturer's phone technician. The customer's arithmetic was incorrect, and the technician provided a correction. No repair was necessary. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11april2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The caller reported that the pressure accuracy test (pvt test 4) was not passing. There was no patient involvement. Event date not specified, estimate used.